Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed that a high current drain was the result of a compromised capacitor, which resulted in the observed premature battery depletion. Investigation has determined that the high current drain is the result of compromised low voltage capacitors, which is caused by the presence of excess hydrogen from a liner component within the device.

Event description:
This supplemental report is being filed as the device evaluation was completed.

Event description:
Additional information was received which indicated the pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that a request was made to have data from this pacemaker analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. A replacement procedure was planned, however, at this time the pacemaker remains in service. No adverse patient effects were reported.